Event description:
It was reported by the customer that, during a therapeutic distal gastrectomy procedure, a short circuit error was displayed on the thunderbeat energy device. During device evaluation, a reportable malfunction was identified: the tissue pad was worn away. The intended procedure was completed using an olympus backup device. There was no report of patient injury or harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the following likely led to the malfunction: past investigation findings indicate that the grasping section was closed without grasping any tissue, including after tissue resection, while the output was activated in seal & cut mode, leading to wear of the tissue pad. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.